Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. It was noted that their implantable cardioverter defibrillator was over-sensing post paced t-waves. Reprogramming was discussed but was not performed. The patient was in stable condition.